Manufacturer narrative:
Patient information - unknown. Occupation - other, distributor. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that during a procedure performed on (B)(6) 2018 in (B)(6), when placing a 6.5 x 50 s-lok screw in l4 (left) the tip of the polyaxial screwdriver locking (00-9002) broke. The screw was removed from the patient, tip removed, and the same screw was then placed back into the patient using the second driver readily available in the set. There was a delay to the procedure of approximately 10 minutes as a result. No patient injury was reported.

Manufacturer narrative:
The tip of the driver is fractured with the tip missing. The fractured surface was examined with the aid of a 5x loop. The fracture surface is non-planar with some wear observed at various locations along the outer periphery. Based upon the wear pattern it is believed that the fracture was initiated in a prior use, and the fracture progressed over subsequent uses until the tip subsequently broke off. Review of device history records found a total of 65 pieces of lot 2315ti were released for distribution on (B)(6) 2011 (55 pcs) and (B)(6) 2011 (10 pcs.) With no deviation or anomalies. Two-year complaint history review found this to be the only report of this nature. Further review of complaint history back to the date of manufacture did not identify a trend for reports of this nature. Based upon the device history (product distributed in 2011 with only two complaints) no corrective actions are being recommended.